Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient was also experiencing inefficient pain therapy. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date of the revision procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5030146. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5030143, UDI: (B)(4).